Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The reported complaint cannot be confirmed based on the available information. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. A national center for innovation (nci) was initiated for this issue. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the intraocular lens (iol) that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. No reports of impact to visual function in any of the complaints reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a foreign material like oil or coating was found on the surface of the lens. The surgery was performed and company lens was used. After implanting the lens and attempting to remove the viscoelastic material with irrigation and aspiration, a clear foreign material like oil or coating was found adhered to the front surface of the iol optic. When the foreign material was removed by irrigation and aspiration, the tip of the tip touched the lens surface and left a white line as if it had been crawled on by slugs. It was determined that it was clearly a foreign material and the surgery was completed after removing the foreign material as much as possible with irrigation and aspiration. Incision size was 2.4mm. The patient was currently under observation. The lens still remains in the patient¿s eye. Additional information was received, at first these findings were seemed as foreign materials on the iol. However, as of now it was considered that it was iol clouding due to iol. At the facility about 30 percent of the time, the iols were white and cloudy after the implantation of the iol intraoperatively. Usually, the clouding disappeared the next day. There are seven medical device reports associated with this report. This is 5 of 7.